Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator was set-up at 11:00 pm, and at 11:38 pm, the clinician found the unit on the set-up mode screen. The alarm log registered an entry at 10:59 pm of an auto reset, and then at 11:38 pm of procedure error - patient connection before set-up complete. However, there were not entries in the diagnostic logs for this time period. The ventilator was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
The customer's technician evaluated the device, and ran the unit on a test lung for 48 hours without reoccurrences. The technician was unable to duplicate the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).